Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing minimal pain relief. Reprogramming was unsuccessful. A database analysis was performed, and no anomalies were found. The physician decided to trial a non-bsc implantable pulse generator (ipg) and the patient underwent an explant procedure to remove the bsc ipg. The explanted ipg was discarded by the medical facility.